Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, masses of silicone in surrounding breast tissue.

Event description:
Healthcare professional reported left side "rupture, masses of silicone in surrounding breast tissue, armpit lymph node discomfort, and worried about alcl." Device remained implanted.

Event description:
Healthcare professional reported "new palpable left axillary adenopathy" and "hole, non-specific - observed during the surgery".

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.